Event description:
A report was received that the patient underwent a revision procedure wherein the ipg site was relocated due to uncomfortable pocket site. The patient was reportedly doing well after the procedure.